Event description:
It was reported that the pt underwent triple vessel CABG in 2000. The IV tubing connected to the stopcock was found to have disconnected. The pt became apneic, bradycardic, lost blood, and went into asystole. CPR was initiaited and the pt was intubated. Pt has now been diagnosed with hypoxic ischemic encephalopathy.